Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut off in the middle of an interrogation. It was noted that the programmer turned on fine afterwards. Troubleshooting steps were taken to resolve the issue including removal and re-insertion of the battery. It was recommended that the user order a new battery and if the issue persisted that the programmer should be returned to service. The programmer remains in use. No patient complications have been reported as a result of this event.